Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported could have been the result of prosthesis wear due to over 13 years of use, loosening, and/or due to the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed, and potential contributions of manufacturing, user, or patient-related considerations could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant product information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04161. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 165 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, daily pain, discomfort; swelling; gait impairment; poor balance; component part loosening; soft tissue damage; bone loss; bone damage. No revision operative notes were provided. No further issues or complications were reported. No additional information is available.